Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('became pregnant / pregnancy (with complications)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 898925, 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2012, (B)(6) 2014), vaginal delivery and shortness of breath. Concurrent conditions included anxiety, lightheadedness, painful intercourse, menorrhagia and vitamin d deficiency. Concomitant products included vitamin d nos (vitamin d) since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), rash ("rashes or skin conditions type: rash"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced vision blurred ("vision/eye problems type: blurry: vision"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability), anaemia ("anemia"), musculoskeletal pain ("shoulder pain"), chest pain ("chest pain"), pain ("all over pain"), induced labour ("induced labor") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, partial cornuectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the pregnancy with contraceptive device, genital haemorrhage, palpitations, anaemia, vaginal haemorrhage, menorrhagia, rash, migraine, vision blurred, fatigue, weight increased, alopecia and induced labour outcome was unknown and the musculoskeletal pain, chest pain and pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anaemia, chest pain, dysmenorrhoea, fatigue, genital haemorrhage, induced labour, menorrhagia, migraine, musculoskeletal pain, pain, palpitations, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2012 insertion details-there was a failure to deploy the essure into the right ostium at first, and it wound up being completely coiled within itself in the tissue in the endometrial cavity adjacent to the ostium - cell. Another essure was eventually deployed successfully into the right fallopian tube. Right-2 coils and left trailing coils were seen emanating from the left tubal ostium. Lot number: 898925 manufacturing date: 2011/08 expiration date: 2014/08. Lot number: 948831 manufacturing date: 2012/02 expiration date; 2015/02. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:weight gain, chest pain, palpitations, pelvic pain, dysmenorrhea, anaemia, fatigue and hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: newly added newts- abdominal pain, outcome of the previously reported event- pelvic pain female, dysmenorrhea were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5055935) on 22-oct-2015. The most recent information was received on 07-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('became pregnant / pregnancy (with complications)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 898925, 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida and parity 4 (B)(6) 2005, (B)(6) 2009, (B)(6) 2012, (B)(6) 2014). Concomitant products included vitamin d nos (vitamin d) since 2016. On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), rash ("rashes or skin conditions type: rash"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In february 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced vision blurred ("vision/eye problems type: blurry: vision"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability), anaemia ("anemia"), musculoskeletal pain ("shoulder pain"), chest pain ("chest pain"), pain ("all over pain") and induced labour ("induced labor"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, musculoskeletal pain, chest pain and pain was resolving and the pregnancy with contraceptive device, genital haemorrhage, palpitations, anaemia, vaginal haemorrhage, menorrhagia, rash, migraine, dysmenorrhoea, vision blurred, fatigue, weight increased, alopecia and induced labour outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anaemia, chest pain, dysmenorrhoea, fatigue, genital haemorrhage, induced labour, menorrhagia, migraine, musculoskeletal pain, pain, palpitations, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2012 lot number: 898925 manufacturing date: 2011/08 expiration date: 2014/08. Lot number: 948831 manufacturing date: 2012/02 expiration date; 2015/02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('became pregnant / pregnancy (with complications)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 898925, 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida and parity 4 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2012, (B)(6) 2014). Concomitant products included vitamin d nos (vitamin d) since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), rash ("rashes or skin conditions type: rash"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced vision blurred ("vision/eye problems type: blurry: vision"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability), anaemia ("anemia"), musculoskeletal pain ("shoulder pain"), chest pain ("chest pain"), pain ("all over pain") and induced labour ("induced labor"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, musculoskeletal pain, chest pain and pain was resolving and the pregnancy with contraceptive device, genital haemorrhage, palpitations, anaemia, vaginal haemorrhage, menorrhagia, rash, migraine, dysmenorrhoea, vision blurred, fatigue, weight increased, alopecia and induced labour outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anaemia, chest pain, dysmenorrhoea, fatigue, genital haemorrhage, induced labour, menorrhagia, migraine, musculoskeletal pain, pain, palpitations, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2012. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporter and patient demographics were added. Concomitant drug and lot number added. Events vaginal bleeding, menorrhagia, rashes or skin conditions type: rash, migraines / headaches, heart palpitation, dysmenorrhea (cramping), vision/eye problems type: blurry: vision, fatigue, weight gain, pelvic pain, shoulder pain, chest pain, all over pain, induced labor, hair loss and she did not undergo essure confirmation test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.